Event description:
During the priming of the cardiopulmonary bypass circuit in preparation for the case, it was noted that there was a leak coming from one of the recirculation ports on the oxygenator. While we were unable to determine what was causing the leak, manufacturer defect could not be ruled out. The oxygenator was subsequently replaced by a new one before continuing to proceed with case set up.